Manufacturer narrative:
Corrected data: this claim is a duplicate of MFR. Report # 2023826-2022-03375. Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced pigment dispersion, anterior chamber cells and elevated intraocular pressure (iop). Patient was prescribed topical steroids and topical antiglaucoma b. Combigan. The icl was rotated from horizontal to vertical position combined with gonio wash. After three weeks, the patient's anterior chamber returned to quiescence and medication was tapered off.

Manufacturer narrative:
A4: unk a5: unk a6: unk b3: unk d4: expiration date unk d6a: unk d6b: unk h4: unk h6: health effect - impact code (f): additional medications: 4644 - topical steroids; topical antiglaucoma g. Combigan h11: secondary intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4)